Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 24512 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for one application on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range, and the temperature curve had no oscillations or overshoots. However, during inflation, a balloon bent was observed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed one inch proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the catheter failed the returned product inspection due to a kink/twist was observed on the guide wire lumen and a balloon bent during inflation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the afapro28, multiple alerts indicated that the required inflation pressure was not reached. The balloon catheter was replaced which resolved the issue. The case was completed without the need for medical or surgical intervention, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.